Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-06126 for the exalt model d single use duodenoscope. It was reported that an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2023. During the procedure, the screen went blue. But outlines of objects were still visible. Subsequently, visualization was completely lost. The scope was removed from the patient and the procedure was completed with a reusable scope. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: (B)(6) hospital. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.